Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the first stapling during a colorectal surgery, the stapler broke and did not accept another reload. They took another stapler to complete the case. There was no patient injury.